Event description:
It was reported that a patient was admitted to the hospital due to her cadd ms3 pump, not delivering her remodulin. Due to this patient had a syncopal episode, cold sweats, and all the other symptoms of not getting the medication. Device was replaced. No further details provided.